Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial port of the pacemaker was unable to secure the atrial lead. When the physician attempted to secure the lead, the normal clicking sound did not occur. The parameters were normal so the physician continued the procedure. When the physician attempted to secure the device in the pocket, the atrial channel exhibited loss of sensing and low impedance. The physician attempted to remove the lead but was unable to disconnect the lead from the header. The lead was eventually disconnected and the device was removed and replaced. The patient was recovering post procedure.